Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons had required multiple button presses to elicit a response and occasionally caused scrolling. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly cleaned the pump with condensed air and a damp cloth and soapy water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed all buttons are intermittently responsive. The keypad was intact and was removed for investigation. Contamination was noted under all button contacts.